Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. One haptic is bent in the gusset area and attached to the side of the optic by solution. The lens was cleaned with lphse for further evaluation. Once lphse was administered both haptics and optic went back to their original shape. Scratch marks are observed on the anterior side of the optic. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. Qualified associated products were indicated. The root cause for the reported unfolding issue could not be determined. The dried viscoelastic was cleaned off of the lens and the lens resumed its original shape. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The lens did not feel hard. The temperature of the operating room was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the "lens would not open up after the surgeon inserted it into the eye. Surgeon then removed the lens and replaced it with another. Dr. Stated that the lens felt "rock hard" when he removed it". Additional information was provided indicating that no harm was done. The patient is doing well.